Event description:
Additional information was received which noted that there was no capture at maximum outputs. A temporary pacing wire was placed to provide pacing support to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The patient required cardiopulmonary resuscitation (CPR) and intubation. The patient was stable and pacing by pacing pads. The lead was tested and confirmed loss of capture. A lead dislodgement was suspected. The lead was explanted and replaced for a patient infection which is captured in a separate event. No additional adverse patient effects were reported.